Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was as high as 400mg/dl. The customer's most current level was 288mg/dl. The customer states they treated with pump after set change. The customer states they were a nurse and did not go to the hospital. Troubleshoot was conducted. The customer declined to run high pressure testing. The customer was advised the sets would be replaced. The customer was advised to monitor the device.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The phone call was reviewed, and found that the customer stated she is diligent in removing all the air bubbles from the reservoir prior to placing it into the pump. No air bubbles were in the reservoir and tubing assembly when the call took place.